Manufacturer narrative:
No samples were received for investigation of complaint reference inf-int-2020-002164; however the customer has indicated that leakage was observed from a 2000e7d product from lot 1013182. Further information relating to the nature of the reported leakage and the sequence of events prior to the leakage occurring was not available. The details of this feedback were forwarded to the manufacturing site for investigation, however the root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1013182 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, without the complaint sample or additional information regarding the nature of the defect, it has not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that 7-day ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. Leakage after access is connected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7-day ll vlv adpt (stand alone) leaked. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. Leakage after access is connected.